Manufacturer narrative:
The pump was received with intermittent up button response due to corroded keypad traces. No button error alarms, ramping numbers on their own or scrolling bar moving anomalies noted. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was 140 mg/dl. The customer stated that the button would not push for bolus. The customer stated that the up and down buttons are not working properly. The customer also stated that the numbers would scroll up on their own. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.